Event description:
It was reported that after three years, the ams700 inflatable penile prosthesis presented a mechanical failure. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.